Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Patient reported left side "rippling around the areola." Patient later reported left side hardness and "bottom is flat". Healthcare professional additionally confirmed left side capsular contracture baker grade iii. Device remains implanted.